Event description:
It was reported that the patient with the pacemaker system visited the emergency room (ER). The device was interrogated and the clinician called technical services (ts) requesting a consult review of the presenting electrogram (egm). Ts reviewed the presenting egm and observed possible loss of capture (loc) on the right ventricular (rv) lead. Ts recommended for chest xray images to be taken for further evaluation of the lead. The clinician stated that the patient would be admitted, and cardiology would be consulted for further lead evaluation. No additional adverse patient effects were reported. At this time, the rv lead remains in service.